Event description:
It was reported by a surgeon that an edwards bioprosthetic valve was explanted at implant from the tricuspid position due to a "perivalvular leak noticed at echo, suggesting bad coaptation of the leaflets." The valve was replaced with the same model and size device with no further complications reported. No additional information has been provided. Regarding this event.

Manufacturer narrative:
Additional manufacturer narrative: this event entails an edwards bioprosthetic valve which was explanted at implant during tricuspid valve replacement, reportedly due to "perivalvular leak and bad coaptation of the leaflets". There was no additional details or information provided regarding this event by the healthcare provider, and the device has not yet been returned for evaluation. Therefore, the root cause of this event cannot be assessed or evaluated at this time. Follow ups with the healthcare provider are ongoing to clarify the event; supplementary MDR will be submitted if new information is received. No further action is required at this time, edwards will continue to review and monitor all events. Note that the subject device was used in the tricuspid position, but is intended for use in the mitral position (off label use).